Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8590-1, lot# n499996, implanted: (B)(6) 2015, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
It was reported that there was a catheter anchor issue during implant procedure. It was reported that while anchoring, the metal piece of the anchor came out of the plastic piece, leaving the anchor attached to the metal part. It was also explained as the metal piece came out of the plastic anchor piece with the rubber anchor attached. The physician had to pull the rubber anchor and metal piece to disconnect. It was reported that the physician had to use a clamp to deploy the anchor. No diagnostic testing or troubleshooting was performed. There were no patient symptoms associated with the event. The patient's status at the time of report was "alive-no injury." It was reported that the physician did not want to use the anchor deployment tool with the ascenda catheter. They used the anchor deployment tool and the metal rod popped out of the tool. The manufacture representative believed the physician was deploying the anchor too fast. It was noted that the patient was receiving effect therapy.